Event description:
It was reported that blood leaked out of the bd maxguard¿ pressure rated extension set with y-site(s) connection port to the IV tubing when starting the IV for the c-section. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "describe the event or problem: registered nurse starting IV on patient who is here this morning for scheduled cesarean section. IV placed on right arm without difficulty, used bd max guard pressure rated extension set with needleless y site. Once connected to IV line, blood dripping out of the connection port where extension set connects to regular IV tubing. Nurse double checked connection making sure it was tightened completely and continued to leak. Care was paused to replace the maxguard extension set, and currently appears to be functioning without leaks... We have had 2 other issues with this same lot number of these bd maxguard extension sets. The manufacturers have reached out to me and asked for the specific malfunctioning sites, but the nurse didn't collect it. The other events were regarding these extension sets not flowing properly, but they didn't leak. What was the original intended procedure? : cesarean section."

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage at connection port could not be verified due to the product not being returned for failure investigation. Device history record review for model mx5301 lot number 22099253 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
A.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. E.4. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked out of the bd maxguard¿ pressure rated extension set with y-site(s) connection port to the IV tubing when starting the IV for the c-section. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "describe the event or problem: registered nurse starting IV on patient who is here this morning for scheduled cesarean section. IV placed on right arm without difficulty, used bd max guard pressure rated extension set with needleless y site. Once connected to IV line, blood dripping out of the connection port where extension set connects to regular IV tubing. Nurse double checked connection making sure it was tightened completely and continued to leak. Care was paused to replace the maxguard extension set, and currently appears to be functioning without leaks... We have had 2 other issues with this same lot number of these bd maxguard extension sets. The manufacturers have reached out to me and asked for the specific malfunctioning sites, but the nurse didn't collect it. The other events were regarding these extension sets not flowing properly, but they didn't leak. What was the original intended procedure? : cesarean section".